Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, it was observed that the device won't go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup the unit fails to go into standby mode. Verified the machine and proximal tubing's on the gds are orientated correctly. Advised customer to replace the data acquisition printed circuit board assembly (pcba) with part from stock to correct the issue, if problem persists then replace the flow sensor or gds assembly to correct the issue. Will order the parts needed. Flow sensor assy, air & o2, v60, rp-gas delivery system (gds), v60. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 15jul2025, 04aug2025, 11aug2025, and 27aug2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.